Event description:
"No readings", "sensor error" or "brief sensor issue" however, signal loss over one hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).